Manufacturer narrative:
Review of instrument results: sample originally tested on galileo- crrs 3: positive in all wells, crrid: weak positive in cell 10.testing on echo- crrs 3: negative results.the customer does not have any further sample remaining for further serological testing.

Event description:
Customer reported a sample which resulted positive on galileo with capture-r ready screen 3 (crrs3) resulted negative on the echo.